Event description:
It was reported that the patient experienced oozing blood at the femoral access site. After a pulse field ablation (pfa) procedure to treat atrial fibrillation using a faradrive sheath the patient was oozing blood from the femoral access site. Compression was done at the site of the bleeding along with placing a pressure dressing, and the patient's hospitalization was prolonged. No medication was administered, but the patient's blood thinner was held until the bleeding resolved. The patient was discharged and was okayed to continue taking the blood thinner afterwards. The patient is in stable condition. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.